Manufacturer narrative:
The model number/catalog number identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is indicated "other number." The 510k number provided is for the domestic similar product. Sample involved in this event will not be returned as it was not available. No failure investigation could be performed.

Event description:
The reported feedback suggests that a leakage was observed during a chemotherapy infusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.